Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose of 551 mg/dl. They stated that the settings on the insulin pump seems to be incorrect. They were assisted with reprogramming the time, basal and bolus wizard. It was advised to contact the doctor if settings need to be adjusted. Troubleshooting was not performed. The insulin pump will not be returned for analysis.